Event description:
Same case as MDR ID: 2134265-2014-07258. It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 99% stenosed target lesion was located in the severely calcified below the knee artery. After a non-bsc guide wire crossed the lesion, a 3mmx20mmx144cm coyote¿ es balloon catheter was advanced for dilatation. However, on first inflation at 5 atmospheres, contrast media leaked was noted. The device was removed and upon inspection outside patient's body, it was noted that the balloon ruptured. The physician then continued the dilatation with a 2.0mm x 220mm x 150cm coyote¿ balloon catheter but on the first inflation at 2 atmospheres, the balloon also ruptured. The device was completely removed from the patient; eventually, dilatation was performed with another 2x150mm coyote balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen. Magnified inspection of the balloon revealed a 7mm longitudinal tear in the balloon material on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07258. It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 99% stenosed target lesion was located in the severely calcified below the knee artery. After a non-bsc guide wire crossed the lesion, a 3mmx20mmx144cm coyote es balloon catheter was advanced for dilatation. However, on first inflation at 5 atmospheres, contrast media leaked was noted. The device was removed and upon inspection outside patient's body, it was noted that the balloon ruptured. The physician then continued the dilatation with a 2.0mm x 220mm x 150cm coyote balloon catheter but on the first inflation at 2 atmospheres, the balloon also ruptured. The device was completely removed from the patient; eventually, dilatation was performed with another 2x150mm coyote balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.